Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received a prograsp forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the pitch cable on the instrument was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables did not exhibit any damage. No other damage was found. Several attempts have been made to gather additional information from the hospital regarding the returned instrument; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received. The damage to the instrument found during failure analysis investigation does not constitute a reportable event; however, recurrence of the failure mode could likely cause or contribute to an adverse event.